Event description:
The customer contact reported sparks. It was reported that prior to pt use, when the ac power cord was plugged into ac power, sparks were noted from the ac receptacle. The device was removed from clinical service. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.